Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remote frequency board and vibrator. No moisture damage on motor and battery tube assembly during visual inspection. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she went rafting and the insulin pump got splashed and now the buttons are not responding. Customer stated that fluid is seen under the lcd display and it has condensation. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.